Event description:
As reported, despite not turning the dial or pulling the lever on the 8x060 smart self-expanding stent (ses) device, the stent deployed in healthy tissue. The user noticed the deployment while taking an angiogram immediately after positioning the device at the lesion. After removing the device from the patient, the lever was pulled for inspection. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator was checked and confirmed with a visible black dotted pattern on a grey background. The product was inspected and prepped according to the IFU with no unusual observations noted about the stent delivery system. When removed from the tray, the stent remained constrained within the outer sheath. A stopcock was connected to the y-connector of the tuohy borst valve, which was in the locked position after opening the package. No difficulty was encountered while flushing the stopcock or the sds. The lesion was noted to have little calcification and little vessel tortuosity. The locking pin was in place during advancement and was removed before attempting deployment. The sds was advanced past the lesion and then withdrawn back into position prior to deployment. The handle of the sds was held flat and straight outside the patient as instructed. No unusual force was applied, and there was no difficulty or resistance during deployment. The device will not be returned for evaluation after multiple attempts made without success.

Manufacturer narrative:
As reported, despite not turning the dial or pulling the lever on the 8x060 smart self-expanding stent (ses) device, the stent deployed in healthy tissue. The user noticed the deployment while taking an angiogram immediately after positioning the device at the lesion. After removing the device from the patient, the lever was pulled for inspection. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator was checked and confirmed with a visible black dotted pattern on a grey background. The product was inspected and prepped according to the IFU with no unusual observations noted about the stent delivery system. When removed from the tray, the stent remained constrained within the outer sheath. A stopcock was connected to the y-connector of the tuohy borst valve, which was in the locked position after opening the package. No difficulty was encountered while flushing the stopcock or the sds. The lesion was noted to have little calcification and little vessel tortuosity. The locking pin was in place during advancement and was removed before attempting deployment. The sds was advanced past the lesion and then withdrawn back into position prior to deployment. The handle of the sds was held flat and straight outside the patient as instructed. No unusual force was applied, and there was no difficulty or resistance during deployment. The device will not be returned for evaluation after multiple attempts made without success. One photo was sent for review. The image shows the handle of a smart control ses unit, where the mechanism to deploy the stent is already activated/moved to deployed position. No additional details were observable in the image provided. A product history record (phr) review of lot 18259123 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-premature¿ is not verifiable based on the photograph and event details provided. The photograph demonstrates a smart® control ses handle in the fully deployed position, but the image alone does not reveal any mechanical damage, deformation, or abnormality of the deployment mechanism. Without the device available for evaluation, and in the absence of documented abnormal forces, resistance, or handling deviations, the cause of the reported event cannot be determined. According to the instructions for use, which is not intended to mitigate risk, ¿preparation of stent delivery system: a. Open the box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See ¿warnings¿ section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. Flush the flushing valve of the stent delivery system with saline using a 3-cc syringe to expel air. Continue to flush until saline weeps from the distal catheter end. E. Flush the guidewire lumen of the stent delivery system with saline using a 20-cc syringe to expel air. Continue to flush until the saline flows out of the wire lumen at the distal catheter tip. F. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Introduction of stent delivery system: a. Ensure locking pin is in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. B. Advance the device over the guidewire through the sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used caution: always use an appropriate size introducer sheath for the implant procedure to protect both the liver tract and puncture site.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, despite not turning the dial or pulling the lever on the 8x060 smart self-expanding stent (ses) device, the stent deployed in healthy tissue. The user noticed the deployment while taking an angiogram immediately after positioning the device at the lesion. After removing the device from the patient, the lever was pulled for inspection. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator was checked and confirmed with a visible black dotted pattern on a grey background. The product was inspected and prepped according to the IFU with no unusual observations noted about the stent delivery system. When removed from the tray, the stent remained constrained within the outer sheath. A stopcock was connected to the y-connector of the tuohy borst valve, which was in the locked position after opening the package. No difficulty was encountered while flushing the stopcock or the sds. The lesion was noted to have little calcification and little vessel tortuosity. The smart control locking pin was in place during advancement and was removed before attempting deployment. The sds was advanced past the lesion and then withdrawn back into position prior to deployment. The handle of the smart control sds was held flat and straight outside the patient as instructed. No unusual force was applied, and there was no difficulty or resistance during deployment. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. E1: phone # (B)(6).